Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the handpiece device, and it was determined that the reported failures of after inserting the battery into the handpiece, the handpiece did not start, and after getting the handpiece to start the pushing trigger did not return during drilling, and the drill continued to turn was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the housing of the device was slightly unround. However, it should be noted that the unround housing was not the cause for the reported issue. It was further determined that the device failed pretest for check roundness of the housing. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: battery device (04/14/2021) reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI (B)(4).

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) surgery for a femoral trochanteric fracture, it was observed that the pushing trigger of the handpiece device did not return to its normal position during drilling, and the device continued to turn. It was reported that after inserting the battery device into the handpiece device, the power was turned on to check the operation of the handpiece device, but the device did not start. After confirming the remaining charge and condition of the battery device, the nurse checked again, but there was no change. It was reported that even when the battery was replaced with a spare battery, the same event occurred. Therefore, it was determined that there was a problem with the handpiece device, and the surgeon used the power tool owned by the hospital to continue the procedure. It was reported that at the time of reaming of the medullary cavity, the cortical bone was hard, and when the surgeon checked the operation of the handpiece device again, he was able to confirm the operation of the device when the trigger was pushed up and down, so he used the handpiece device. At this time, the pushing trigger did not return during drilling, and the drill continued to turn. It was reported that this event happened twice with the same device during the procedure. It was reported that the procedure was completed successfully within a 30-minute delay. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.